Event description:
It was reported that premature battery depletion (pbd) was suspected on this subcutaneous implantable cardioverter defibrillator (s-ICD). System impedances of 110 ohms were also observed. Technical services (ts) reviewed device data. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. The system impedance of 110 ohms remain with in normal range, and monitoring for patient condition and device placement was recommended. This s-ICD system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that premature battery depletion (pbd) was suspected on this subcutaneous implantable cardioverter defibrillator (s-ICD). System impedances of 110 ohms were also observed. Technical services (ts) reviewed device data. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. The system impedance of 110 ohms remain with in normal range, and monitoring for patient condition and device placement was recommended. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD was successfully explanted. No additional adverse patient effects were reported.